Event description:
As it was stated in the initial report that the clinical team would propose to treat this patient with evoque in the following weeks- the patient treatment has been now completed with the evoque valve.

Manufacturer narrative:
The following sections were updated/corrected/added: b2, b4, b5, g3, g6, h2, h6 and h11.

Event description:
Per report received from portugal- edwards received notification of a pascal in tricuspid position where during the procedure there was an slda (single leaflet device attachment) of the device. There was septal restriction along all the length also in the commissure. The grade of tricuspid regurgitation (tr) was torrential. There was no difficulty while removing the sutures. There were no device issues during the procedure. The grasping position was a-s commissure. During the device release, it was observed that the movement in the xray started to increase and an slda was confirmed by echo. At this time the regurgitation was torrential. There was no patient injury. Due to the severity of the gap and the tr, it was decided to stop the procedure, and the clinical team will propose to treat this patient with evoque in the following weeks. The patient is in stable condition. As per medical opinion the huge gap and the septal leaflet restriction was the cause of the event.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs) who was present on the site. Available information suggests patient anatomy likely contributed to the event due to the huge gap and the septal leaflet restriction was the main cause of the event. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending, and control limits are managed and assessed.